Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010.according to the complainant, during preparation for the procedure, the head/clevis detached and fell off from the catheter. The procedure was completed with another radial jaw 3 single-use biopsy forceps device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
The device was received with the clevis detached. A visual examination revealed that the clevis would detach from the coil upon handle actuation. Although the clevis would separate from the coil, it did not detach completely from the device as it was held in place by the pull wires. Functionally, the returned unit was not tested further due to the observed condition. The device riveting and crimping were found to be within specifications; however, coil outside diameter was found to be out of specification, which allowed the clevis to separate from the coil. The condition of the returned incident device was not consistent with the complaint; that the clevis fell off the coil. However, the device clevis would detach from the coil upon handle actuation. The most probable root cause is manufacturing since the coil outside diameter was found to be out of specification. This event has been deemed a non-reportable event based on the investigation results; the clevis would separate from the coil, it did not detach completely from the device as it was held in place by the pull wires. A labeling review was performed and no anomaly was found. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the head/clevis detached and fell off from the catheter. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.